Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received inside a plastic bag without the original open packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the luer was broken. Functional test: 32 samples were assembled and leak tested by manufacturing procedure and no leaks were found. One sample was assembled purposely with the luer crack in order to verify if the equipment is capable to detect the leak, the equipment was capable to detect the piece as reject. The root cause of the issue could not be determined; the most probable root cause is the luer became damaged after the product left the manufacturing facilities. Action(s) taken to mitigate the reported issue(s): as a preventive action, a notification of this complaint to the production personnel was conducted by the document control technician.

Event description:
It was reported that, when performing priming at a pre-use check, there was a crack in the female luer connector. Also, there was leakage of medical fluid at the cracked part. No patient injury was reported.